Event description:
It was reported that within a day of implant the lead dislodged due to a helix malfunction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the outer insulation had a cosmetic cut. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. Visual analysis noted apparent explant damage.